Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was being performed on a mildly calcified lesion in the left anterior descending (lad) coronary artery. A 16mm x 2.75mm synergy ii stent was deployed mid/distal in the lad lesion; however, the distal portion of the stent caused a dissection. The procedure was successfully completed with a different device without issue or patient injury. The patient was reported to be stable.